Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument and completed the device evaluation. The instrument was analyzed and found to have one bent grip, causing misalignment of the grips. There was a 0.031¿ offset at the tips. The grips did not show cracking damage. Components adjacent to this bent grip did not show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a spark was observed on the force bipolar instrument's tip, and the bipolar cauterization was not working. The procedure was completed with no reported injury.